Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search revealed no ers that are related to the reported issue labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 19.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. Post-operatively, at a follow up visit with the surgeon on (B)(6) 2017, the patient's right eye was tested with the following results: uncorrected visual acuity (va) was 20/25-2, manifest distance visual acuity 20/25+1, and manifest near va j1+. During the next follow up visit on (B)(6) 2017 the uncorrected visual acuity in the right eye was still 20/25, but the doctor reported a translucent foreign body that was perfectly round and spherical in the posterior segment that resembles a piece of plastic. Reportedly, the foreign body was not affecting the patient's vision and the patient did not want to have a vitrectomy to remove the foreign object. Furthermore, the doctor suspected the foreign material could have come from the lens or cartridge. A referral to a retinal specialist was then recommended. The patient was referred to a second doctor, a retinal specialist, and was seen on (B)(6) 2017. The patient stated about a month ago that a large black spot (round) was seen in their right eye at the top of their vision on occasion that would float down into their center vision. The patient denied flashes and pain. The doctor reported there was no associated inflammation. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. The cartridge will be captured in a separate report.